Event description:
It was reported that the patient received a vibratory alert and presented to the emergency room. The patient felt dizzy and short of breath at the time of the alert. Device interrogation revealed low, out of range high voltage lead impedance. A command shock was performed through the rv to svc and can vector. Normal in-range impedance was observed. When a second command shock was performed, the device went into backup vvi mode. The device was explanted and replaced. The patient was fine and discharged after the procedure.

Manufacturer narrative:
The reported field event backup vvi was confirmed in the laboratory and was caused by a power-on reset. Review of hv lead impedance trends indicated low hv lead impedance measurements. The device was tested on the bench as well as using automated test equipment, and no anomalies were found. The cause of the por is consistent with hv delivery into a low impedance load. The cause of the low impedance load could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.